Event description:
1. Syringes fail to retract on several occasions; or fail to retract completely. 2. Foreign object found inside sterile syringe package (?earing) 3. Leakage of fluid noted past the plunger into the barrel of the syringe.